Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with two 380cc mentor smooth round high profile saline breast implants has experienced unexplained systemic symptoms postoperatively, fatigue, brain fog, vertigo, numbness, temperature offsets, sensitivity, dry skin, heart palpitations, inflammation starting below breast, skin rash, muscle weakness, difficulty concentrating, shortness of breath, headaches, ringing in ears and diagnose with graves¿ disease & hypothyroidism. As a result, patient underwent bilateral removal on (B)(6) 2020. The patient reported that after the removal, some of her symptoms improved. This report relates to the left prosthesis.